Event description:
Patient reported the infusion set tubing is defective. Patient alleges the tubing has something "crusty" on it and may be causing a leak. Patient stated he could smell insulin and the headsets were not sticking due to a leakage. Infusion set has been discarded. No adverse event reported. No product will be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded